Event description:
It was reported that 3 bd phaseal optima injectors (n35-o) experienced a broken luer connection that leaked during use. The following information was provided by the initial reporter: material no: 515052 batch no: unknown complaint 1 of 2 multiple incidents reported. Event description: two patients with multiple disconnects each. This record captures the disconnections on the second patient.

Manufacturer narrative:
H.6. Investigation: one photo displaying an injector disconnected from the tubing was provided to our quality team for investigation. Through visual inspection of the photo, no damage on the injector luer thread can be observed. A device history review was performed for suspected lots 1910109 and 1909103 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Three retained injector samples from lot 1910109 and three from lot 1909103 were inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Functional testing was performed, connecting one injector form each lot to a sample syringe, protector and vial according to the instructions for use. Each sample was tested three times and in all cases the product functioned properly, and no issues were observed. Based on the available information we are not able to identify a root cause related to the injector or our manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd phaseal optima injectors (n35-o) experienced a broken luer connection that leaked during use. The following information was provided by the initial reporter: material no: 515052, batch no: unknown. Complaint 1 of 2 multiple incidents reported. Event description: two patients with multiple disconnects each. This record captures the disconnections on the second patient.